Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified deformation device, creases fold, brown particles and weight to the specification. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process the event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported exchange from textured to smooth breast implants due to the patients concern with the product. Additionally, healthcare professional reported "very thin mild grade I capsule" and "normal small amount of serious fluid, begin appearing". Device has been explanted. This record is for the right side.